Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: failure of bone fusion occurred after plif (posterior lumbar interbody fusion) procedure: cage and screw replacement levels implanted: l2/s2 it was reported that intra-op, the tip of the screwdriver broke. While inserting screw of 9.5 × 50mm on the left side of s1 and inserting 8.5 × 50mm screw on the right side of s1, the tip of the screw driver broke. The broken part of the driver got stuck into the screw head and could not be taken out. Because the issue occurred just about to finish the insertion, the rod was installed as it was, and then the operation was completed. There was no delay in procedure time as a result of event. No patient complications occurred as a result of event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip and the attachment pin to the internal bushing has been broken off , consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.